Manufacturer narrative:
(B)(4). Product was returned in a used and damaged condition. Per dfmea (design mode effects analysis) rs131. A balloon burst, compliance, and fatigue verification testing performed. Rbp of 11 atm is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. These selection activities will likely result in a very high probability of detection to prevent rupture. The damaged device and sheath were returned to assist in this investigation. A wire guide was also returned. The sheath was damaged at the distal end. The damage may have occurred as a result of removing the ruptured balloon through the sheath. The distal portion of separation balloon material was detached from the tip of the catheter. The tip of the catheter separated at the proximal bond and was elongated, resulting in the tip being stuck on the wire guide. The balloon material circumferentially ruptured approx 3.5cm from the proximal bond. The catheter shaft was elongated in the separate sections near the distal end, likely the result of difficult removal. The balloon rupture likely propagated longitudinally until the point of highest constriction, at which it then tore circumferentially. Info regarding the inflation device and pressure at rupture were not reported. The balloon rupture ultimately resulted in difficulty removing the device. The condition of the returned device suggests that the shaft met resistance beyond its intended design and separated. The IFU does warn that if resistance is felt during withdrawal, remove the catheter and sheath as a unit. The rated burst pressure of the device is 12 atm. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater than or equal to 15 atm). We will continue to monitor for similar complaints. No action is necessary per quality engineering risk analysis (qera) as there is insufficient risk. See scanned page.

Event description:
Pt underwent an ad fistulogram and angioplasty on (B)(6) 2011. The balloon was up 5 minutes then ruptured and fractured. No harm to the pt. The physician snared the balloon but one of the marker bands remains in the pt - ad fistula against the wall. No plans to remove the marker band. No add'l harm to pt was reported.